Event description:
When deploying perclose, the device got "stuck" inside the left femoral artery. Pt was taken to the operating room for left groin exploration and device removal. FDA safety report ID # (B)(4).